Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the female patient experienced bleeding from the puncture site. A CT scan was performed and the patient was administered 2 packs of red blood cells and volume. The bleeding stopped after the puncture angle was adjusted. The patient is noted to be stable, and hemostasis was achieved with manual pressure.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the issue was resolved and the bleeding was stopped by adjusting the puncture angle according to best practice. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations. Section: entering cardiac output. Section: potential adverse events (united states). Added h6 component code 925 g1-corrected MFR site name and address.